Event description:
On (B)(6) 2026, during a radical hysterectomy with bilateral salpingo-oophorectomy, the surgeon reported an issue with bipolar energy. It was reported that "once the surgeon stopped pressing the energy button in the joycon the energy kept on for about three seconds, the energy icon dissappeared from the screen but the sound and energy flow kept on". The reporter confirmed there was no patient harm, no impact on the patient and the procedure was completed as planned. At the time of this report no further information has been received. Once a field service engineer has completed his investigation report a supplemental report will be submitted with the results. Cmr surgical limited does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A field service engineer will be inspecting and testing thedevice, once the investigation is complete a suplemental report will be submitted to FDA with the results.